Event description:
It was reported the pt was not receiving effective stimulation. An sjm rep met with the pt and lead diagnostics showed invalid impedances. Reprogramming was able to give the pt good stimulation but not optimal. Follow-up information identified the pt is now experiencing shocking sensations when moving her head and arms. The pt's scs system was removed and replaced with a different vendor's system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.